Event description:
A home patient contacted baxter's technician service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 5/7 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected the transfer set from the patient line of the homechoice set during a dwell phase and did not return in time for the following drain cycle. When the home patient returned the machine was alarming. In an endeavor to clear the alarm, the home patient reconnected to the setup. Baxter's technical service centr assisted the home patient in ending therapy early. Therapy was completed manually. No patient injury or medical intervention was associated wtih this incident.